Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the implantable cardioverter defibrillator exhibited premature battery depletion. Electrical testing revealed that there was a high current drain on the hybrid integrated circuit. The cause of the premature battery depletion was attributed to the component failure of the hybrid that led to high current drain.